Event description:
The customer stated the rubella calibration failed on the axsym analyzer. After centrifuging the calibrators, the calibration passed. No impact to pt management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.